Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Manufacturer narrative:
(B)(4). Section was updated to reflect the additional information received. Only the patient code was updated to add the additional information for the reported event. This is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-06657, 1225714-2014-06658 and 2937457-2014-01755.

Event description:
The additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2012 after the use of the product.